Event description:
The user facility reports the following: catheter had a snug fit on the exchange guidewire (0.035 x 260cm cook wire). They were then unable to remove the balloon from the wire, so they removed both the balloon and wire together. Upon inspection after removal of balloon, approx a 2mm piece of "string" was wrapped around the end of the wire. No reported pt injury.